Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, fifty samples were taken from current production at the manufacturing facility. A visual exam was performed and no defects were observed. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "after the intubation of a bad child on the birth row, the stiletto is going to be pulled out of the tube. It is stuck and some need to be used forces to pull it out. As it is out, it is noted that there missing some of the plastic part from the tip of the stylet. The tube is taken therefore, re-open without ventilation. Subsequent can push the left plastic material out of the stylet tube." There was no report of any material left in the patient. There was no report of injury to the patient.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "after the intubation of a bad child on the birth row, the stiletto is going to be pulled out of the tube. It is stuck and some need to be used forces to pull it out. As it is out, it is noted that there missing some of the plastic part from the tip of the stylet. The tube is taken therefore, re-open without ventilation. Subsequent can push the left plastic material out of the stylet tube." There was no report of any material left in the patient. There was no report of injury to the patient.